Manufacturer narrative:
Corrected information is provided in sections d.4 and h.6. Additional information is provided in sections h.6 and h.11. No sample is available. All batches are released according to the required specifications; all testing results were within specification for this batch. No product deviations reported during manufacturing of this lot that could cause the reported adverse event. No complaint sample was available for further investigation. There were no confirmed out-of-specification stability deviations and no unusual trends were observed for the stability results of the stability batches tested during the review period of this annual product quality review (apqr). As no manufacturing related issues were identified and no sample is returned, a conclusive root cause could not be determined. All batches are released according to the required specifications. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. There are no adverse trends associated with the reported event. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Review of the lot complaint history, product specifications, stability check and manufacturing record found no issues which would have contributed to this complaint. Based on analysis performed, no atypical trend is present for the reported lot. In the absence of an atypical complaint trend and as no manufacturing related issues were identified during the investigation, this complaint is not justified from a technical point of view. No action required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A government agency reported that a patient underwent cataract surgery on the right eye. The procedure was performed under regional anesthesia. During sedation, regurgitation occurred, causing coughing. After examination, desaturation, a chest x-ray was requested prior to surgery. The results showed no pulmonary focus. Patient seen again at next day of surgery, postoperative examination was normal. The patient was seen again after one week of the surgery, prior to surgery on the left eye, the surgeon noted that the visual acuity of the patient's right eye was 1/20, and the rest of the clinical examination was normal. The patient was immediately referred to a retinal surgeon for advice. The diagnosis of intra-retinal schisis was then evoked. An angiographic examination was carried out on and found no retinal perfusion anomaly. In view of the lack of improvement in visual acuity, it was decided to carry out a cerebro-orbital MRI and hyperbaric oxygen therapy. Patient's current condition is unchanged. This report is second of two patient. This report pertains to viscoelastic involved in this reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.